Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and customer's other blood glucose was 300 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pump and manual injection. Customer states the insulin pump alarmed during normal use. Customer reports they were able to clear the alarm and able to complete rewind. The customer also reports the failed battery test. The insulin pump will not be returned for analysis.